Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to noise and oversensing. It is suspected that noise was due to air entrapment. It was decided not to reprogram and keep monitoring the patient for a future follow up. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field, h6: device codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to noise and oversensing. It is suspected that noise was due to air entrapment. It was decided not to reprogram and keep monitoring the patient for a future follow up. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that sense b noise is suspected. Technical services provided feedback, troubleshooting and further evaluation. This system remains in service. No further adverse patient effects were reported.